Event description:
During prep, prior to utilizing in the patient, the delivery system was purged but air remained in hub. Another product was used and the procedure was completed successfully. The product was not clinically used.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.